Manufacturer narrative:
Focus medical investigated the reported event by contacting the user facility to obtain; patient treatment settings, patient information, patient photos and sun exposure, which were provided. An examination of the subject device by a trained technical expert concluded after verifying all system functions including calibration and preventative maintenance, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A medical professional reviewed the reported event details, patient photographs, and patient treatment settings concluding that the reported settings were within normal limits per device training and device IFU. Additionally, the professional stated: "the patient told the treating clinician that she wore her black work- boots the following day and at the end of the day complained of foot pain and swelling. The patient was seen by a clinic where antibiotics were given and blood work was taken. The patient was referred to a wound care specialist later that day. Post tattoo removal recommendations include cool compresses and keeping the post laser treated area clean. Wearing work-boots all day, most likely with friction to the sight. Blistering like this may cause scarring and delayed healing." It was noted that the patient has not followed up, nor returned phone calls with the user facility. The probable root cause of the reported event is determined to be the patient not following post treatment care. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date: december 18, 2018.

Event description:
A user facility reported that during a demo, one (1) female patient of skin type ii sustained blisters on top of the right foot following tattoo removal treatment with a focus medical piqo4 laser, zoom handpiece. It was further reported that the patient was on clindamycin and minocycline for her acne prior to treatment.